Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered six shocks, exhausting therapy. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). Device reprogramming options were provided as was a suggestion of medical rate management. This device remains in service. No additional adverse patient effects were reported.